Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was extracted due to infection.the system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.